Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-dec-2021. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing for the lot met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure for suppressed results and for points outside total allowable error (ea) for all sensors except ica. This related deficiency is being investigated in quality record 775835.

Event description:
Na.

Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On 24-nov-2021, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded suspected descrepant ionized calcium results on a patient. There was additional patient information available at the time of this report. Return product is not available for investigation. Date tested and ica results: (B)(6) 2021, 1.48 mmol/l; (B)(6) 2021 , 2.04 mmol/l; (B)(6) 2021 , 1.68 mmol/l; (B)(6) 2021 , 1.31 mmol/l; (B)(6) 2021 , 1.27 mmol/l; (B)(6) 2021 , 1.55 mmol/l; (B)(6) 2021 ,1.71 mmol/l; (B)(6) 2021 ,1.54 mmol/l. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.